Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: the implant was not available for investigation. Po revision due to loosening. Aseptic loosening femur primarily but also some failure at stem of tibia. No other information available related to patient, facility, surgeon, product, reporter, etc. No ability to follow up for additional information. A review of the device quality and manufacturing history records is not possible because the batch number is unknown. No product available and therefore an analysis is not possible. A CAPA is not necessary.

Event description:
Country of complaint: USA. It was reported that the device loosened.